Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The set had been in use for few hours. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4